Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons hard to press and sometimes had to press the buttons twice, received motor error, button error and a or e code error. The customer¿s blood glucose level was unknown. The customer also reported crack on the back about quarter of an inch, insulin pump had rejected new batteries, louder during rewind and unexplained no delivery alerts not due to site issues. The device will not be returned for analysis.